Event description:
The customer reported to olympus, while using the hd camera head, had issues where the image was unable to be captured. It is unclear when the event was found. There was no health hazard to patient or user of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of the image disappearing was not confirmed. Additionally the following event was also identified during evaluation: an issues with the connection/disconnection wobbling of the scope mount were found. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial report with information inadvertently left off (identified via b5 and d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information obtained identified the issue occurred before use.